Event description:
It was reported that a homecare pt experienced difficulties deflating the cuff with one (1), size 6 lpc device. Limited info regarding the event, pt and device usage/maintenance. There was one (1) pt involved and no reported injury. The device is not available for return.